Manufacturer narrative:
A review of the device history record indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. One probe sample was returned for evaluation. The returned sample was visually inspected and deemed conforming. Aspiration testing was performed and deemed conforming. Actuation testing was performed and deemed nonconforming for which the probe would not completely open or close. Cut testing was performed and deemed nonconforming. The probe was dissembled and the components inspected. There is approximately five minutes of wear on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No resistance was felt when removing the inner cutter from the needle. Wear marks were found at bend area and gouge marks were found on a section of the front of the inner cutter. The probe was re-tested for actuation and was deemed conforming. The initial test was deemed nonconforming, due to the cutter not closing. A retest showed the cutter was able to actuate and close the cutter to its specification. An initial actuation test failure occurs sometimes due to material causing the cutter to become stuck after its surgical use. Additional testing will dislodged the material and the probe will then work properly. This test is then considered conforming. The complaint evaluation does not confirm the probe would not aspirate. The probe aspiration met specification when tested. The evaluation does confirm the probe performance for cutting was nonconforming. The root cause for the cut nonconformance cannot be determined from this evaluation. The most likely cause for the poor probe performance is from a damaged inner cutting edge or an incorrect cutter bend angle that prevents the movement of the cutter to open in the port. Foreign material or other components within the probe may also prevent the movement of the cutter shaft. An investigation has been completed and action implemented to reduce the frequency of probe complaints. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the probe did not perform the cut function. Aspiration was intermittent. The probe was replaced without any results. It was necessary to change the cassette. There was no patient harm. Additional information and product sample have been requested.